Event description:
It was reported that loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, it was not possible to advance the stylet into the rv lead. The rv lead was explanted and a new rv lead was implanted to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. The reported event of failure to advance stylet was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. Unable to perform stylet insertion/ removal test due to over torqued inner coil consistent with procedural damage. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to over torqued inner coil. The cause of failure to advance stylet was due to damaged inner coil consistent with procedural damage.